Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device did not seal after end tones were heard. There were no regrasp alarms, and there was some evidence of energy delivery. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary: one used lf1737 ligasure device was received, and examination of the sample confirmed the reported issue. Visual and mechanical evaluation identified that the tips of the jaw were damaged. The observed jaw damage is consistent with the device being dropped. The investigation found the device produced an instant regrasp alarm during activation. The damage to the jaw's tips caused the regrasp alarm and prevented the device from completing its activation and seal cycle. End tones on a device can only be heard if all activation and seal cycles are completed successfully. The investigation identified the root cause of the regrasp alarm to be user error. The damage to the jaw tips is consistent with the device being dropped. If information is provided in the future, a supplemental report will be issued.